Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6).

Event description:
It was reported that outside of surgery, the power cord was burnt and was unusable. No adverse events are associated with this malfunction. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under: (B)(4). Review of the most recent repair record determined the power cord was burnt. The power cord was replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. Review of the device history record identified no deviations or anomalies during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.